Manufacturer narrative:
An additional conformable gore® tag® thoracic endoprosthesis component (tgu343410j/20270259) has been added to this report, as it is unknown which device may have contributed to this event.

Manufacturer narrative:
B3: corrected date of event to (B)(6) 2019. Additional information: UDI for tgu343410j/20270259: (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of a thoracic aortic aneurysm rupture using two conformable gore® tag® thoracic endoprostheses. After the devices were deployed, an image was taken and revealed a proximal type I endoleak. No treatment was performed for the proximal type I endoleak as the physician decided to monitor the patient. On (B)(6) 2019, a computed tomography imaging showed a type iii endoleak originating from where the two devices were overlapped. On (B)(6) 2019, an additional procedure was performed to treat the type iii endoleak. The overlap was relined with another conformable gore® tag® thoracic endoprosthesis and the type iii endoleak was reportedly resolved. It was also reported that the proximal type I endoleak was resolved with no treatment. The physician stated, ¿he did not balloon the overlap section during the initial procedure, due to rupture site being near the overlapped section.